Event description:
It was reported that while the surgeon was final tightening the patient underwent a cardiac event, the head broke off of the screw and the surgery was aborted to maintain the patient's stability. A revision case was performed (B)(6) 2014 to remove the screw shank and to replace the screw and complete the remainder of the surgical procedure

Manufacturer narrative:
Method: device history review and visual inspection. Results: no manufacturing issues were discovered. Visual inspection noted the tulip was confirmed to be disengaged from the polyaxial screw. Conclusion: a plausible root cause is excessive torque applied to the blocker during final tightening.

Event description:
It was reported that while the surgeon was final tightening the patient underwent a cardiac event, the head broke off of the screw and the surgery was aborted to maintain the patient's stability. A revision case was performed (B)(6) 2014 to remove the screw shank and to replace the screw and complete the remainder of the surgical procedure